Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra resilia valve in the aortic position within a failed surgical valve, the 26mm commander delivery system balloon burst. The valve was deployed and expanded within the surgical valve. The balloon ruptured during the 5 count once all the volume was delivered. The operator was encouraged to remove the delivery system asap under fluroscopy to ensure the balloon was brought fully into the sheath before removal. The balloon was unable to be fully brought back into the sheath and damage to the femoral artery occurred during simultaneous sheath and delivery system removal as a single unit. The patient had uncontrolled bleeding of the femoral artery. The team was able to gain contralateral access, wire up and over the aorto-iliac bifurcation balloon tamponade, and then repair with a covered stent. The patient was in stable condition. The perceived root cause was balloon interaction with calcium and the existing surgical valve.

Manufacturer narrative:
The investigation is ongoing.